Manufacturer narrative:
Complaint conclusion: as reported, while the user attempted to advance the device through the 5f non-cordis sheath, the sealant sleeves of a 5f mynx control vascular closure device (vcd) struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use and there were no damages noted. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the sealant remained in the manufactured position. Nevertheless, the sealant was exposed due to the frayed/split/torn condition of the sealant sleeves. As received, the sealant presented exposure to blood and premature swelling. No secondary damages or anomalies were observed to the returned device aside from the condition reported in this complaint. Neither the syringe nor the procedural sheath were returned for analysis. Per dimensional analysis, measurement of the sealant sleeves slit could not be executed due to the returned condition of the device. Nevertheless, due to the premature exposure of the sealant, it is considered as premature deployment. The overall length of the outer sleeve assembly was measured and noted to be within specification. Due to the damaged condition observed with the sealant sleeves, introduction simulation into a catheter sheath introducer (csi) could not be executed to evaluate the functional test for this complaint. However, due to the exposure of the sealant to the exterior of the sealant sleeves, a functional test was executed to analyze the premature deployment difficulty condition, where the device showed that the mechanism was working as intended after buttons 1 and 2 were fully depressed. It was observed that the sealant remained stuck to the delivery section; however, this could be attributed to the excessive amount of dried blood observed in this area. Visual inspection at high magnification showed that the sealant¿s outer sleeve assembly was damaged; therefore, the frayed/split/torn condition noted was considered the possible description of the observed damage. The product history record (phr) review of lot f2229005 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review, nor the product analysis suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) while the user attempted to advance the device through the 5f non-cordis sheath, struck the edges of the sheath hub, causing it to split. As a result, it became difficult to fully insert the device. Hemostasis was achieved by another mynx device. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The device was inspected prior to use and there were no damages noted. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be retuned for evaluation. Addendum: product evaluation revealed the sealant of a 5f mynx control remained in the manufacturing position, nevertheless it shows an exposure condition due to the sealant sleeves condition that evidenced a frayed/split/torn condition as received the sealant presented blood exposure and premature swelling.